Event description:
A perforation was identified in a aveta system case and repair was completed to follow. The facility stated that it was not a device issue and that the patient is fine. Patient is currently still in observation due to some other medical reasons but is stable.

Manufacturer narrative:
The company became aware of a suspected perforation following an aveta case. Patient is currently still in observation due to some other medical reasons but is stable. The account stated that it was not an aveta system device issue. No product or further information is available for investigation. The device was not returned for investigation. No device malfunction was reported.